Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the outer jacket of the patient¿s pump cable was confirmed via the submitted photo. A specific cause for the damage to pump cable could not be conclusively determined through this evaluation. The submitted image showed a tear in the jacket of the pump cable that exposed underlying layers, including wires. The submitted log files showed the pump functioning as intended indicating that the damage to the jacket of the pump cable was cosmetic. Provided information indicated that rescue tape was applied to the damaged area. The patient remains ongoing on left ventricular assist device with no further issues reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide additional instructions regarding driveline care in sub-sections entitled, ¿what not to do: driveline and cables¿. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was extensive damage found to the sheath of the proximal driveline on (B)(6)2025. The patient was being evaluated for transplant at the time. A review of the system controller log files showed no evidence that the driveline damage interfered with the indented operation of the mechanical circulatory support (mcs) equipment. No abnormalities were found in the event history. Tech services recommended that rescue tape be applied as needed to the driveline tear. The tear included exposed wiring from the pump cable side. As of (B)(6)2025, the patient had not been transplanted, and no device exchanges had been performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The tear on the driveline was reinforced with rescue tape following tech services recommendations. The patient was not actively under consideration for transplant and the plan of care was to continue with therapy.